Event description:
It was reported that intermittently, the pump wake button was not functioning as expected. The blood glucose level was reported at 230 mg/dl. The technical support team arranged for the device to be returned for evaluation, and a replacement pump with a new serial number was sent to the customer.